Manufacturer narrative:
Per the dexcom user guide: ¿taking higher than the maximum dose of acetaminophen (e.g. > 1 gram every 6 hours in adults) may affect the g6 readings.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm suspended the pump¿s basal rate in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was a value displayed as "low" on the continuous glucose monitor, and the meter bg reading was 42 mg/dl. Reportedly, the customer took over 1,000 mg of acetaminophen. Reportedly, the customer delivered a correction bolus to address the bg level. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.